Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 not detected on bus and cubies were not showing up. The field service engineer (fse) logged into hardware test application (hta) and performed a firmware update. The issue was resolved, and the customer successfully tested the device. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 was not detecting cubies and was failing intermittently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.